Event description:
Device 2 of 2. See manufacturer's report number 1627487-2010-00302 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. The patient recently had an ultrasound and underwent gall bladder surgery. Shortly, thereafter, the patient was unable to increase the amplitude on the device. An x-ray was taken and revealed that the lead had disconnected from the bottom of the ipg header. On (B)(6) 2010, the doctor reconnected the patient's lead to the ipg and took an x-ray which verified that the lead was properly connected. The sales representative later observed invalid impedances on two of the contacts. On (B)(6) 2010, the sales representative met with the patient for a follow-up appointment and continued to observe invalid impedance on the lead. The patient is unable to feel stimulation on several contacts.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.